Event description:
It was reported that the patient had an increase in seizures after a settings increase, therefore settings were decreased back down. It was noted that the patient did not have any medication changes. No other relevant information has been received to date.